Event description:
Healthcare professional reported "beginning of destructuring, oozing", capsular contracture baker grade I and "implant was somewhat digested". This record is for the right side. The device was explanted and replaced with a non-allergan brand. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "beginning of destructuring, oozing", "implant was somewhat digested".